Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative (rep) reporting that the impedances were high. The impedance data was not available but the clinician programmer showed the value more than (B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3708140, serial# (B)(4), product type: extension. Other relevant device(s) are: product ID: 3708140, serial/lot #: (B)(4), (B)(6), (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) reported through a manufacturer representative that after the lead was connected to the extension and impedance testing was performed, an abnormal impedance in the #7 electrode was measured. The lead and extension were disconnected and reconnected and the extension was connected to another lead in efforts to troubleshoot the issue; however, the abnormal impedance involving electrode #7 persisted. It was noted that no abnormality was observed when measuring the lead impedances directly. The extension was replaced as a result of the event and the issue was resolved. There were no complications reported or anticipated.